Manufacturer narrative:
No unexpected battery type alarms were noted during testing. No unexpected frozen screen anomalies were noted during testing. The time advanced properly. The pump was received with button error alarm after boot up and no button response on the escape and act buttons due to corroded keypad traces. The pump was unable to perform pump self-test, displacement test, operating currents and off no power test due to unresponsive keypad. The pump was unable to verify audio anomalies due to unresponsive keypad. The pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 123 mg/dl. The customer stated that the button error occurred in the morning but the pump was beeped last night. The customer stated that she was not able to clear the alarm. The customer was advised to keep the pump dry and free of moisture and that it is not pressed against anything. Customer was advised to stay connected to the pump so she can receive insulin and revert to a backup plan.